Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 460 mg/dl and 463 mg/dl at the time of the incident. The customer¿s current blood glucose level was 460 mg/dl. The customer was treated with insulin pump. The customer was assisted with the troubleshooting for high blood glucose level. The customer stated that the auto mode was inactive on the insulin pump during the high blood glucose level incidence. The insulin pump will not be returned for the analysis.